Manufacturer narrative:
The manufacturer previously reported an issue related to the active exhalation control module. During evaluation, an issue with the exhalation port was found, not the active exhalation control module. The universal porting block was replaced to address the issue. During evaluation, an issue related to the device's oxygen blending module was observed. The oxygen blending module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module failure was due to a failure of the 02 sensor (u19).

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's porting block was replaced to address the issue.